Event description:
It was reported that the tip of a syringe component was "uneven."

Manufacturer narrative:
It was reported that the tip of a syringe component was "uneven." The reporting facility confirmed that when this was identified, the component was not used and a different syringe from their stock was pulled for use. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the reported problem/issue was confirmed. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed. Additional product lot reported = 23ebe730.